Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on (B)(6), 2022. During a follow up consultation on may 31, 2022, the radiation oncologist noticed that there had been a rectal wall infiltration between mid gland and apex of the prostate. The patient's radiation treatment will be postponed for 6 months and the patient will continue hormone therapy while waiting to begin radiation. There were no patient complications nor adverse side effects reported as a result of this event. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.